Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.  Clinical investigation: there is a temporal relationship between hemodialysis treatment on the 2008t machine and the patient coding. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there was no allegation of a machine malfunction or deficiency reported for the patient code. The facility has refused to provide any additional information related to this event. The initial call to technical support was an inquiry of what the bp history display screen was showing and not to report or allege any issue with the machine. A device history review cannot be performed as the customer refused to provide the serial number of the machine. Dialysis patients have a high risk of sudden cardiac arrest due to cardiac disease and additional factors such as age and other underlying medical conditions. Based on the limited information and no allegation of a malfunction or deficiency reported for this event, the fresenius 2008t hemodialysis machine can be excluded as the cause of the patient code.

Event description:
The biomedical technician (biomed) from a hemodialysis (hd) user facility contacted fresenius technical support (ts) with questions regarding a fresenius 2008t hd machine. The biomed was asking about information showing on the machine's blood pressure (bp) history screen. Specifically, they inquired about what the third column of numbers represented. The biomed stated they were checking in response to a patient that had coded on the machine. The biomed refused to provide information pertaining to the patient event. The biomed initially stated they would send a photograph of the screen. However, the biomed later told ts that their management instructed them not to send the photograph. Multiple attempts to obtain additional information related to the patient coding on the machine were unsuccessful. A representative from the medical center stated that no information would be provided until their legal team approved it.